Event description:
The reporter called and alleged discrepant results when campared to a lab. The reported device result was 2.4, 6.2, 5.6 and 4.2 inr. The corresponding reported lab result was 1.8, 4.7, 3.9 and 2.8 inr.